Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump powered up after battery installation and displayed a flashing medtronic logo. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test or download the trace and history files using thump due to the flashing medtronic logo anomaly. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, missing display window cover, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Flashing medtronic logo is confirmed due to moisture damage on the electronics. Download difficulty is confirmed due to the flashing medtronic logo anomaly. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 300 mg/dl at the time of the event. The customer reported hyperglycemia treated by discontinue use of insulin pump. The event involved product mmt-1886. Troubleshooting was performed and the customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard auto mode of the insulin pump. It was found that the insulin pump had a crack but there was no damaged to the retainer ring. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-1886 was requested and customer response was the device was returned for analysis.